Event description:
It was reported that on (B)(6) 2011, the patient underwent the surgery with oasys system (fixation of c2-7). On (B)(6) 2014, the patient underwent the revision surgery. A screw was inserted in t1 by addition. The shaft of the screw which the head separated was removed, c1-t1 was fixed, and the operation was completed.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment.results: the customer event of a tulip disengagement of an oasys polyaxial screw non biased was confirmed via visual inspection of the returned device. The possible causes of the tulip separation could be from fatigue wear of the screw (approximately 2-3 years old) and/or improperly contoured rod during surgery. However, the mentioned causes could not be confirmed.conclusion: the root cause of the tulip disengagement is likely multifactorial.

Event description:
It was reported that on (B)(6) 2011, the patient underwent the surgery with oasys system (fixation of c2-7). On (B)(6) 2014, the patient underwent the revision surgery. A screw was inserted in t1 by addition. The shaft of the screw which the head separated was removed, c1-t1 was fixed, and the operation was completed.